Event description:
It was reported to philips that suite pc failure prevented system boot-up on a azurion 7 m12. The clinical use of the system was outside of use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replaced the suite pc and reloaded software. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).